Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) /2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultralink meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at 7am on (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged power issue. The patient stated that an unspecified period of time later they developed the symptoms of "dizzy, confused and shaky", symptoms which the patient associated with low blood glucose levels. In response to these symptoms the patient's spouse made them something to eat in order to raise the patient's blood glucose again. The patient reportedly recovered some time later. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The issue, however, could not be resolved. The patient's products were requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.